Event description:
The sales rep reports that during a lap adjustable band placement, the one way valve detached from the tubing intraoperatively. It fell into the pt and was retrieved. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.